Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that they do not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.

Manufacturer narrative:
No unexpected check settings alarms noted during testing. The insulin pump alarmed motor error during rewind test, basic occlusion test, and displacement test due to encoder signal out of phase. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.